Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, medication orders were not crossing over to the pyxis. The issue initially affected a few devices and subsequently spread to additional floors and now ed, ed12, and cnu units were on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ es server, medication orders were not crossing over to the pyxis. The issue initially affected a few devices and subsequently spread to additional floors and now ed, ed12, and cnu units were on critical override. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over to the station. A technical support specialist checked the region 2 carefusion coordination engine (cce) due to recent database performance issues and found an example order crossing to the enterprise server with a current timestamp. Verification on the server showed no visible issues with receiving or processing messages at that time. Since the devices were not in critical override, the tss restarted external communication and inbound processing services, but processing failed with the error: operations that change non-concurrent collections must have exclusive access. A concurrent update had corrupted the collection¿s state. The tss reviewed inbound processor logs, backed up the logs and database, and opened a product support engineer (pse) consult referencing the knowledge article med es server messages not processing concurrent error. The customer was informed that active directory messages needed to be resent. The knowledge article indicated that this issue had been fixed in enterprise server versions 1.11.1 (update 1) and 1.12, and the enterprise server update was confirmed to be planned for deployment. The system functioned as intended after the technical support specialist troubleshot the device.